Event description:
The instruments were used during a laparoscopic cholecystectomy. It was reported 2 er420's were misfiring. Rep reported when the clips were fired, the legs criss-crossed. No good firings were received from the instruments. A third instrument (from a different box) was opened to complete the case. There was no consequence to the pt.